Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been having battery issues; she had received a series of low battery alerts and when she changed her battery the pump would no longer turn on. The patient was also concerned about receiving four blood glucose readings below 100 mg/dl within the last twelve hours: 65 mg/dl, 72, mg/dl, 96 mg/dl, and 72 mg/dl. The customer confirmed that the battery cap was not loose, cracked, or damaged. The customer was advised to wear the pump until a replacement arrived. The insulin pump in question has since been returned for analysis and a replacement device was shipped to the customer.